Event description:
Event: (cc# 98-00179) the iab leaked. The dr was unable to remove the iab. The iab was entrapped and needed to be surgically removed. The iab was never returned to datascope for evaluation. [Event complications]: the iab was entrapped/surgically removed - reported 2/13/1998. [Pt's current status]: unk - rpt'd 2/3/1998.